Event description:
The customer reported that an object is stuck in the vise cysto-nephro videoscope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a non-olympus bending section cover, distal end and opening channel observation, non-olympus insertion tube, non-olympus light guide tube, non-olympus video cable, detached angulation, detached, and detached control knob were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and e3. The information included in e2 and e3 was inadvertenly omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the object stuck in the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the procedure was cancelled due to not having a similar device to use. Furthermore, there was no medical intervention required.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
Additional information was received from the customer which confirmed the patient's procedure was completed at a later date.